Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions. Therefore, a device inspection was unable to be performed. Since the product packaging was not returned and a lot number was not provided, a review of the device history record was unable to be conducted. . As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. The reported event could be attributed to: under pressurized pressure tourniquet cuff, wrong size tourniquet cuff used, kink in tubing of ptc, improper connection to pump, wrong size stockinette used, stockinette is not placed properly on limb. The instructions for use state: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance device discarded by facility.

Event description:
It was reported the device was not holding pressure and caused the pump to constantly alarm. There was no patient injury, medical intervention, or extended procedure time reported.